Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant that the implantable cardiac monitor (icm) experienced oversensing caused by pacing of the patient's permanent pacemaker. The icm remains in use. No patient complications have been reported as a result of this event.